Event description:
The customer reported obtaining flagged differential results for abnormal ii controls on the coulter lh 500 hematology analyzer. There were no erroneous results, injury, or change in patients' treatment in connection with this event. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site.

Manufacturer narrative:
The fse evaluated the instrument and determined that the flagged results were caused by the stabilyse pump. The fse adjusted the position of stabilyse pump to resolve the issue. (B)(4).